Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump fell and the touch screen became shattered; but remained functional. Additionally, the time/date and insulin gauge on the pump touchscreen were unreadable. There was no known impact to the customer¿s blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.